Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller states the meter is not giving correct bolus advice, it is advising too much insulin and she has been not accepting the bolus advice given and calculating her bolus on her own. No adverse event reported. A request was made for the return of the device.